Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implants 300cc and experienced capsular contracture baker grade ii and rupture on the left side post-operatively. Rupture was confirmed via MRI. The patient is scheduled for device explantation, but the exact date is unknown. If additional information is received regarding the explantation date, a supplemental report will be submitted.

Manufacturer narrative:
On aug 10 2020, additional information was received indicating the patient is scheduled for device removal on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).